Event description:
Country of complaint: (B)(6). Incorrect packaging (outer box).

Manufacturer narrative:
Samples received: one unopened box with wrong pre-printed box. Novosyn instead of safil. Box label and product inside are correct: safil (B)(4) batch 113401. Results are not complete at this time; eval on-going at mfg site.